Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, underweight, opening on posterior and anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on posterior and anterior, stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. A striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported was capsular contracture, baker grade IV and confirmed right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.